Event description:
Info received indicates, during a preventative maintenance check, the tech found that the ground resistance reading was out of range.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.